Event description:
Revision surgery - due to doctor did a primary total hip on this patient on. The patient slipped and fell and sustained a periprosthetic femur fracture. Doctor revised the hip. He removed the taperfill stem and 36 ceramic head. He implanted an exprt revision stem and 36 ceramic +4 femoral head.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-00096; 425-97-009, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.